Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of inappropriate mode switch. Upon review, right atrial (ra) oversensing which led to atrial signals being double counted causing inappropriate mode switch was observed. Ts provided the hcp with programming recommendations. At this time, the ICD and ra lead remain in service. No adverse patient effects were reported.